Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. The customer reported that he trouble shot the exhalation corner and could find no visible leaks. The technical support recommended reseating the gde (gas delivery engine) and if that does not work to replace the gde. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the avea unit has auto cycling issues. The unit set to 8 he gets 24 and when he sets the peep at 6 he gets 2. The customer confirmed that there is no patient involvement associated with this reported event.